Event description:
It was reported that customer received battery out limit alarms. The current blood glucose reading is 257 mg/dl. Customer replaced batteries, but she keeps getting alarm. Customer unable to use keypad. The insulin pump has a frozen display. The customer stated the minutes do not change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.